Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out as a potential cause. After troubleshooting with the commercial team member, the transmitter settings were changed and the customer's issue was resolved. The patient is receiving adequate therapy and they have not experienced additional buzzing sensations. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as the transmitter settings were changed and the customer's issue was resolved (user error- clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported feeling a buzzing sensation. The transmitter assembly settings were changed, the patient is receiving adequate therapy, and they have not experienced additional buzzing sensations.